Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer indicated via phone call that their blood glucose is 326 to 405mg/dl and that they treated with a set change and corrected with the pump. Customer declined troubleshooting for the high blood glucose and no further assistance was needed.